Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient obtained a result of 398 mg/dl on his blood glucose meter. Some unknown time later, the patient fainted and was taken to the hospital where he arrived at 4:00 pm. A blood glucose test obtained from a hospital meter resulted in 36 mg/dl. The patient received glucose intravenously as treatment in the emergency room. He was released at 5:30 pm the same day and was already at home at the time of the report. The test strips used when receiving the result of 398 mg/dl were expired.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.